Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Procedure: revision knee for infection. I&d of knee with ts insert removal and exchange for new ts insert. Impacting new 5x11 ts insert went fine until inserting the metal reinforcement post caused insert to rise up unlocking the wire. Had to cut around poly post to remove the metal post and then insert a 2nd new insert. On the second new insert impaction was verified to be seated flush and locked, and again inserting the metal post caused the insert to lift up in the front causing a gap between the baseplate and the insert. Impacting the insert further did not cause the insert to set flush as it should. A third ts 5x11 insert was then implanted, and successfully locked. The surgeon commented the metal post barbs did engage in the plastic but didn't want to continue impacting for concern that the insert would lift up again. Surgical delay: yes.